Event description:
New information received notes the atrial lead presented with high capture thresholds and was capped and replaced in a procedure on (B)(6) 2022. Post procedure the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-38361, related manufacturer reference number: 2017865-2021-38363. It was reported that the implantable cardioverter-defibrillator and right ventricular lead exhibited myopotential oversensing, and the right atrial lead exhibited a failure to capture and low sensing values. No inappropriate therapy was received by the patient. Programming changes were discussed, but no intervention was reported. The patient was stable.